Event description:
It was reported the patient had presented after a fall in their home. Additionally, the patient had reported feeling tired. An echocardiogram was performed which revealed intermittent right ventricular (rv) pacing. Interrogation of the device found an acute increase in pacing threshold measurements. The outputs were reprogrammed to maximum outputs. Impedance measurements were noted to be within an acceptable range. Following the reprogramming, the remaining longevity showed less than 6 months remaining.

Event description:
Boston scientific received information that this pacemaker had increased output in right ventricle and showed less than 6 months battery longevity. The pacemaker was electively removed as the physician felt this was the best for the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.